Event description:
Ez flow 480 pump, fully charged, was pulled from facility's warehouse to send to a pt. Upon attempting to program the pump, the pump would not turn on. Plugging the pump into the adapter (ac) made no difference. Unable to turn on pump.